Manufacturer narrative:
Device 2 of 10. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient reported that she had a total of 10 wafers that had an off-centered starter hole. It was noticed prior to use in 8 unused wafers. She used the remaining 2 wafers and did not notice prior to use if the starter hole was off centered. She stated that they both came off right away and did not adhere as they normally did. Her usual wear time was 4-5 days. No photo is available at this time.